Manufacturer narrative:
This is one of four manufacturer reports being submitted for this case.  In this case, the exact valve model number and date of the event is unknown. According to the article the date range for this event is from april 2012 to january 2016.  For this reason, the first day of the range was used as the occurrence date. Additionally, sections of this report will reflect an unknown edwards sapien xt transcatheter heart valve. Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices.  According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients.  After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, the stroke was reported in a medical article and no additional details were provided. The cause of the reported event is unknown; however, it is possible that patient or procedural factors not provided may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.   Please reference the following article: maeda, koichi, toru kuratani, isamu mizote, kazuo shimamura, yasuhiro ichibori, toshinari onishi, satoshi nakatani et al. "Midterm outcomes of transcatheter aortic valve replacement in dialysis patients with aortic valve stenosis." Circulation journal (2019): cj-19.

Event description:
Per medical article "midterm outcomes of transcatheter aortic valve replacement in dialysis patients with aortic valve stenosis," a single-center study evaluated the midterm outcomes of 25 dialysis patients who underwent tavr with the sapien valve or sapien xt valve from april 2012 to january 2016.  Among the in-hospital outcomes the authors reported  1 patient with a cause of death of cerebrovascular disease. There is no particular information to identify each patient.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of four manufacturer reports being submitted for this case.  Please reference related manufacturer report numbers: 2015691-2019-02310 2015691-2019-02311 2015691-2019-02313.